Event description:
(B) (6) reported that she spoke (B) (4) sales representative, sales representative has a complaint to report. E-mail requests were sent to sales representative on 06/04/10 and 06/09/10. Sales representative response dated 06/09/10 indicates that she is still trying to obtain information (answers) from the anesthesiologist who reported it. It was reported that an event happened with a magna ease valve (3300tfx). No other information was provided. On 6/28/10 call from sales rep., rep. Left voice mail indicating valve was explanted due to transient leak. Dr. (B) (6) - chief of anesthesiology could not remember which patient it was and cannot provide additional info. Dr. (B) (6) will ask his colleagues that if they see a similar event to let him know so that he can report the event. Per sales representative, dr.(B) (6) colleagues have seen this in the past. On 06/30/10, email from sales representative indicates the complaint is a 3300tfx, 21mm, the serial number is unknown.

Manufacturer narrative:
(B) (4) = paravalvular/transient leak.device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through sales rep. A device history record was not possible due to no lot/serial number was provided.